Event description:
A clinician reported to their bio medical department that the external pulse generator displayed a self-test error. The bio medical department was able to replicate and clear the error. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.